Manufacturer narrative:
Lab testing of bear 1000 ventilator passed iec requirements by margin of three times. Further, emc levels observed at hosp (4v/m max.) Which is well below those levels to which ventilators were subjected to in laboratory. In summary, all available info suggests bear 1000 ventilator is capable of withstanding emc or test transients for in excess of what is considered normal for hosp. Based on onsite visit, in-house review of software and hardware systems, as well as laboratory testing, we can conduce with a high degree of confidence that the problems hosp experienced were due to high frequency noise introduced into ventilator through ac power line. Hosp has accepted offer to modify their ventilators to make them more robust to the local electrical environment by allowing ventilator to withstand extreme line noise, we will implement following changes: 1. Software/hardware change. 2. Upgrade units to european specification, power entry module, which includes 'x' cap and toroid. 3. Power cord, which induces ferrite unique nature of reported problem, being location specific, argues against large scale remedial action.

Event description:
Hospital stated that the unit was found to fail to cycle with error code e31 this am, there was no pt injury noted and the audible alarm did activate.